Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and the patient regarding their implantable neurostimulator (ins). Information was reported that the patient said about a week ago, his ins started shocking him and he called this healthcare provider (hcp) who told him to call and ask for a manufacturer representative (rep) to meet him at the ER. The patient was asked if the patient had their controller to turn the stimulation off, and the patient said yes, but it is still happening. The patient said after it started it went away then it came back and stayed then went away again. It is not consistent, but it is annoying. The patient was asked to confirm if their stimulation is turned on or if it is turned off it happens. The patient said yes on or off it happens. The patient also noted that it feels like the device is burning them as well.